Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
On 2015-09-17, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving baclofen (concentration unknown) at 135 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2015, the patient had a MRI. It was unknown if the MRI was due to a suspected problem with the device or therapy. On (B)(6) 2015, the pump was interrogated and showed a motor stall. No patient symptoms were reported. Additional information has been requested regarding the actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.